Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited low pacing impedance and high threshold resulting in loss of capture at high output. The lv lead was not used and replaced with conduction system pacing (csp) lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture and low pacing impedance was not confirmed. A complete lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.